Manufacturer narrative:
UDI # (B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of the inserter. Visual inspection found impact marks, discoloration, and scratching on the shaft and strike plate of the inserter. The damage is consistent with a multiple use instrument. No damage or deformation was observed while inspecting the inserter threads. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 osseoti 3 hole shell 52mm e, pn: 110010244, ln: 6482864. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03724. Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a shell got stuck on the inserter during implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available